Event description:
Customer reports 5 incidents of blood leaks as the onset of patient treatment on reused dialyzers (use numbers unknown). Noted by blood leak alarms and confirmed with hemastix. Estimated blood loss for each incident was 150 cc's. Treatments resumed with new dialyzers and new bloodlines without incident. No pt injuries or medical interventions reported.